Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was identified that there was a failure in drawer 1 of the station. A field service engineer found that the hard stop was misaligned, and drawer 1 had three broken screws along with damaged rails. The screws and rails were subsequently replaced. During the reinstallation process, a damaged pyxibus cable was also discovered and replaced. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es encountered a drawer failure where the drawer would not stay closed, rendering it unusable. The customer also performed a station reboot followed by a recover storage space operation, but the issue still persists this incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.